Event description:
A discordant low immulite 2000 estradiol (e2) result was generated on one patient sample. The sample was subsequently repeated by the laboratory several times with higher results. There is no known report of treatment given or withheld based on the discordant e2 result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data it was determined the cause of the discordant e2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.